Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, surgery details and device return for further analysis have been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV. Treating physician : (B)(6) , (B)(6).. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Regulatory agency reported "retractable capsule on the right plus calcification, prosthesis broken and capsular contracture - baker grade IV. Change of prosthesis plus total capsulectomy. Device has been replaced. This relates to the right side.